Manufacturer narrative:
A partial lead with the connector pin measuring 61.5cm was returned for analysis. External insulation abrasion was noted at 1.1-1.5cm and 26.3-26.8cm from the distal end, consistent with lead friction to another device. Internal insulation abrasion was noted at 7.5-8.0cm, 8.4-8.5cm, 10.0-11.9cm, 12.5-13.2cm, and 14.5-15.1cm from the distal end. Externalized conductors due to external insulation abrasion were noted at 2.5-5.0 cm from the distal tip, consistent with lead friction to another device. Externalized conductors due to internal insulation abrasion were noted at 4.0-8.0cm from the distal tip.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in hospital for device change out due to normal eri. Externalized condctors were observed via fluoroscopy. No electrical anomalies were detected. The lead was capped and replaced.